Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level ranging from 400-549 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.